Event description:
(B)(4).

Manufacturer narrative:
The astral device's pneumatic block was returned to the design house in (B)(4) for an extensive engineering investigation. The reported self-test failure was confirmed by the resmed service center, however, it was not reproducible. The investigation determined that there was no fault found with the returned pneumatic block. The most likely root cause of this intermittent failure mode is a software timing issue of the non-return valve (nrv). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).